Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician observed that the customer attempted repair of the device. An internal inspection found system interconnect cables disconnected and several internal components damaged with missing parts that is not consistent with normal wear and tear. The damage parts were replaced and cables were reseated to remedy problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.